Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that there was a change in therapy. The patient hadn¿t used stimulation in a week and half, but her back was bothering her, so she tried to turn it on, on the day of the report. All she got was choppiness. She said that it used to be smooth. T higher that she goes, the worse it gets. There was no trauma or fall related to this issue. There was no recent medical test or electromagnetic interference reported. The patient was on group b, program 1 at 3.0 volts, program 2 at 3.0 volts, program 3 at 2.2 volts, and program 4 at 3.0 volts. The patient did not have access to rate. The patient had not changed groups and she had always been on group b. The patient tried decreasing each program down to 0 and backup, but that didn¿t resolve the issue. The patient was instructed to follow-up with her health care provider. There were no steps taken to resolve the choppy stimulation, so the choppy stimulation was not resolved as of (B)(6) 2016.

Event description:
The manufacturer representative (rep) reported that regarding the patient being unable to increase stimulation to the levels needed for pain, and choppy stimulation, they met with the patient. It did work.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the patient that reported that no steps were taken from the manufacturer representative to resolve the "choppy" stimulation. The patient played around with the numbers, shut it off for a day, and it was fine. The "choppy" stimulation was somewhat resolved as of (B)(6) 2016. When it happens, the patient just puts her number levels up or down, shuts it off for a day, changes the batteries, and keeps it off for 1-2 days and it's okay. The patient doesn't like shutting it off, but it seemed like the only thing that the patient could do. The patient moved locations and did not have a managing manufacturer representative, she reports that "luckily, she hasn't had any problems."

Event description:
Additional information was received from the consumer on 2017-04-28 reporting that they could not increase their stimulation past 8.6v. Per the patient, they had talked with their health care professional (hcp) who had told the patient to talk with the manufacturer. The ¿new issue¿ was reported to be that the highest number the patent could go to was 11.3v. This was reported to be okay and the patient was at that setting for all 4 levels but the programmer was now only going to 8.6v. This was not doing any good. The ¿upper limit reached¿ screen was first seen in 2012. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-25. The patient reiterated that they cannot increase stimulation past 8.6 volts and they are not feeling stimulation at the highest setting. The patient noted seeing their healthcare professional (hcp) who told them there was ¿some kind of defect¿. The patient had x-rays taken which showed the wires and components in the right place. The patient keeps their stimulation at 3.5 volts of less due to another medical condition that is kind of like a genial rash or dermatological problem related to their pudendal nerve. The patient was redirected to follow up with their hcp and have a manufacture representative (rep) paged for additional troubleshooting. No further complications were reported/are anticipated.

Event description:
Additional information received from the consumer indicated that they couldn't increase stimulation up to 11.3 like they used to following a replacement of the programmer in (B)(6) 2015. The upper limit was 8. It was noted that the patient changed groups, and because they couldn't get past 8, stimulation wasn't addressing the pain. The patient was in pain and had now tried all the programs and levels on the programmer without relief. The patient was in the process of acquiring a new healthcare professional (hcp) but couldn't get in until (B)(6). The patient had a local manufacturer representative (rep) at their old hcp but was told there was no rep in the new area. The patient had a local primary care physician (pcp) that would allow the patient to meet with the rep. The patient was very busy in (B)(6) and was very sick, had doctor¿s appointments every day, was having surgery, and an endoscopy that were unrelated to the device.

Event description:
The patient reported that they met with a manufacturing representative who has done everything to try and get their stimulation in the correct spot, but it was not successful. The patient stated that after the reprogramming session, they went home and started messing with all the programs, and finally after 8 years they found the right spot they needed the stimulation to be with group f. However, they noted that their right leg is ¿stimulating to death like it is going to fall off.¿ the patient stated that group f is targeting all of the correct spots, but when they tried turning down the stimulation on their right leg, they felt that it got stronger. They tried using other groups a, b, and c to turn down stimulation, but the issue remains unresolved. They noted they are afraid to try their high definition programs. The patient then stated that there is nothing wrong with their right side, and that they have all their weight bearing on both sides. They can feel stimulation a little bit on their left side, but cannot get it to go increase. They mentioned that if they try changing the frequency, they will lose the ¿2 numbers in order to get the right spots.¿ it was noted that the patient has 2 new high frequency programs; e <(>&<)> d. The patient reviewed that when they change to a different group, they will start at 0v and work their way up until they begin to feel stimulation. The patient did not want to ¿mess up¿ the other programs if they get adjusted. They stated that they have many problems with their implantable neurostimulator (ins); it was confirmed that the patient was referring to issues reported during the call. The patient mentioned that they use ¿high numbers¿ during the day, but at bedtime they turn down the stimulation because it feels like they are getting electrocuted. In addition, the patient indicated that a fall could be related to their issues. They explained that because the right leg is stimulating so much, they have fallen 6 times. They mentioned that they can¿t fall anymore because they have ceramic tile and their head is ready to fall off. No further troubleshooting was done at the time of the report, as they already tried all available groups and were afraid to try group e, and d. The patient mentioned that they are getting their current ins replaced because they want the latest version of it, and added that there are no issues with their current device. The patient inquired if adaptive stimulation would be available when they have a replacement. They were redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their stimulation had not been in the correct spot to help their pain since they were implanted. They stated that they needed relief in the ¿lombard area,¿ instead of feeling stimulation in their upper back, cervical and thoracic area. It was stated that ¿it is feeling the pudendal nerve and it stimulates the clitoris¿. They stated that they were in pain 24/7. The patient also reported having another condition called pudendal neuropathy. It was reported that when they put the patient¿s stimulator in, they did not wire them for the pudendal nerve, because at the time the patient did not have the problem. The patient stated that in (B)(6) 2017, they were in a flare up. It was reported that the patient met with a manufacturing representative (rep) about a month ago, due to the patient not getting pain relief in the right location. An x-ray showed that the leads were in the right place. The rep did adjustments on pulse width, frequency and started playing around with numbers. It was reported that the patient had an appointment scheduled with their doctor and rep on monday (B)(6) 2017, but they stated that they needed to see someone ¿as soon as possible (asap)¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they nor multiple doctors knew what had caused the onset of their issues and that no steps had been taken to resolve their symptoms, and the issue remained unresolved. They added that their weight at the time of the event was (B)(6).